Manufacturer narrative:
The device was returned to animas and investigated by product analysis on 7/25/2016 with the following findings: on examination, the display lens was confirmed to be cracked. Unrelated to the original complaint, the battery compartment was noted to be cracked at the threads to the left of the bumper and at the case seal below the bumper. Additionally, the display screen was found to be dim/faded and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen lens was scratched. The reporter confirmed that the screen could be read safely. The display was also reported to be cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: on examination, the display lens was confirmed to be damaged/cracked. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper and at case seal below the bumper. Additionally, the display was dim/fading and discolored.